Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The device history record review for the abutment was performed and did not identify any manufacturing deviations that would result in or contribute to this complaint. This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall. Date received by manufacturer, added follow up type, added device manufacture date, added event problem codes, added evaluation codes, added remedial action initiated, check type : recall, added recall number. Correction: is that a single use device that was reprocessed and reused on a patient? Changed "no" to "no information".

Manufacturer narrative:
Product not returned to manufacturer.

Event description:
It was reported that the (B)(6) abutment fractured in the patient's mouth.